Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were floating separation gel globules in in the serum of three devices. There were no health consequences or impacts reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Lot 4104312 was provided but is not a valid bd lot number. Neither device history records nor retention samples could not be reviewed as the lot number is unknown. Complaints for sample quality were not under statistical control for the month of april 2025 however the affected batch/lot must be specified in order to perform clinical testing. This complaint has not been confirmed for the indicated failure mode oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were floating separation gel globules in in the serum of three devices. There were no health consequences or impacts reported.